Manufacturer narrative:
Device evaluated by MFR.: synergy xd 3.00 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts pulled in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. When the physician load the stent into the wire, he noticed that stent struts appeared to be damaged. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. When the physician load the stent into the wire, he noticed that stent struts appeared to be damaged. The procedure was completed with another of same device. No patient complications were reported.